Event description:
As the md was advancing the probe for a CT-guided ablation, the needle hub snapped off. The needle was removed with no harm to the patient. However, this issue required the md to puncture the liver a second time with a new probe. There were no complications reported. Manufacturer response for ablation probe, 15cm x17g precision microwave ablation probe, small (per site reporter) clinical site notified the manufacturer rep directly.